Event description:
It was observed that during the device evaluation, the videoscope exhibited peeling around the adhesive of the objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Reasonably known information suggests probable causes such as damage or deterioration of parts, an environmental problem such as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 11/13/2025.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to section h11. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.